Event description:
The caller reported the balloon did not inflate on the 8.0mm hilo endotracheal tube. The incident occurred on an ambulance emergency. The patient had no anatomical anomalies. The caller reported that the endotracheal tube was not pre tested due to the time constraints of the emergency situation. When the "item" was placed in the patient the balloon would not expand and the endotracheal tube was immediately removed, and another endotracheal tube was used.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number.